Event description:
A user facility report, was received on june 6, 2006. The user facility reported the following: a portion of the needle referred to as the "pig tail" broke off in the body cavity, during core biopsy of left iliac crest using fluoroscopy and a sapine system. The broken piece could not be retrieved. The device was discarded and therefore not available for eval.